Event description:
A peritoneal dialysis (pd) pt experienced a drain issue during treatment. Drain 0:981. Fill 1: 2305, drain 1: 2157. Fill 2: 1961, drain 2: 2151. Fill 3: 1953, drain 3: 4335. Fill 4: 1999. The reported drain volume of 4335 ml was 217% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A review of the treatment records by the postal market clinical department was performed. A large intra-peritoneal drain occurred in drain 3 with an undetermined cause. There was no adverse event reported. A supplemental report will be submitted upon completion of plant's investigation.